Event description:
It was reported that the pt fell from the bed and hit the implanted side. There was bleeding, thus the pt was rushed to local ent doctor. Testing was carried out, showing that the implant malfunctioned. At first it was ruled out that a post-traumatic inflammation could have shown this testing result, therefore the local ent informed the pt to wait for another week for the inflammation to subside. After it had subsided, another testing was carried out. It showed again that the implant malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.